Event description:
Avid medical, an owens & minor company, is the manufacturer of a custom procedure tray that contains drape,ors warming 44"x44" poly, part # ors-100n manufactured by ecolab. Avid medical received a complaint on 05/26/2016 originated by (B)(6), operating room (or) office clerk, (B)(6) general hospital stating that the surgeon noted a leak in some of the drapes. He has found a small amount of fluid (less than 50cc) between the drape and fluid warmer in two cases. The complaint identified 2 drapes, so this is MDR # 1 of 2 originating with this complaint. The complained drapes were not available for evaluation. Avid medical issued formal (B)(4) to the manufacturer ecolab for a leak in warming drape no. Ors-100n. The drape lot # are as follows: d151621arhvo,d151751rhvo,d153071,d153081,d153011,d153021,d151341,d153081a,d153091,d152891,d153011a,d151971rhvo,d151611rhvo,d152941,d152761a. No patient injury was reported.